Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient underwent removal and replacement with non-mentor breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there tear was observed on the anterior aspect of the implant, measuring 1.1 cm. Microscopic examination was performed on the edges of the tear and parallel striations were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed for the finished device number 7600316, and no non-conformances related to the reported complaint were identified. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with an artoura breast tissue expander 750 cc and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2019.